Event description:
Hip revision surgery was performed on (B)(6) 2026 due to pain. The patient had increasing hip pain and MRI findings showing a fluid collection around the hip. Aspiration of the fluid showed cobalt and chromium (cocr) metal ions, which led the surgeon to decide to replace the cocr dual mobility bearing. During surgery, after exposure, the mobile liner and femoral head were removed. The surgeon then attempted to remove the cocr dual mobility liner but was not able to free it after approximately 10 minutes of trying, despite using a punch to knock the rim of the shell and a suction cup extraction device. The surgeon decided to explant the cup with the cocr dm liner still in situ and replace it with a revision construct from another company. In his remarks, the surgeon reported that removal of the cocr dual mobility liner was very difficult and that he would have preferred to remove it and replace it with an xl pe liner. He also indicated that does not allow photos of x rays or blood test results to be taken, nor does he allow explanted implants to be retrieved by the company. The explanted components included: liner #m for mob. Liner ø40 (product code 5885.09.040, lot 2014876, ster. N. (B)(4). Delta-tt cup - acetabular cup dia.52 mm (liner #medium) (product code 5552.15.520, lot 2100153, ster. N. (B)(4). Mobile liner øint 28 mm ø40 mm (product code 5566.50.401, lot 20at470, ster. N. (B)(4). Previous surgery was performed on (B)(6) 2021. Patient is female, 66 years old and overweight. Event happened in australia.

Manufacturer narrative:
A review of the device history records (dhrs) for the lot 2014876 was conducted. No pre-existing anomalies were identified among the (B)(4) devices manufactured within the same lot and ster. This is the first and only complaint with this lot. A final MDR will be shared upon completion of the investigation.